Event description:
The product was used during a lvr procedure. Reportedly, the staples did not form properly. The surgeon resected the damaged tissue and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.